Manufacturer narrative:
On an unreported date in (B)(6) 2021, the event occurred. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing during the earlier stage of treatment and was withdrawn at the later stage. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.